Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that an alert was received due to this cardiac resynchronization therapy pacemaker (crt-p) exhibiting high, out-of-range left ventricular (lv) pacing impedances measuring 2496 ohms. Review of device data found no observations of noise. Technical services provided troubleshooting and programming options. At this time, the device and non-boston scientific lv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that an alert was received due to this cardiac resynchronization therapy pacemaker (crt-p) exhibiting high, out-of-range left ventricular (lv) pacing impedances measuring 2496 ohms. Review of device data found no observations of noise. Technical services provided troubleshooting and programming options. At this time, the device and non-boston scientific lv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that an alert was received due to this cardiac resynchronization therapy pacemaker (crt-p) exhibiting high, out-of-range left ventricular (lv) pacing impedances measuring 2496 ohms. Review of device data found no observations of noise. Technical services provided troubleshooting and programming options. At this time, the device and non-boston scientific lv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was received due to this cardiac resynchronization therapy pacemaker (crt-p) exhibiting high, out-of-range left ventricular (lv) pacing impedances measuring 2496 ohms. Review of device data found no observations of noise. Technical services provided troubleshooting and programming options. At this time, the device and non-boston scientific lv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.